Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of button error alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the buttons are not responding. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed leak test. Device was received with unresponsive down button response, problem isolated to keypad assembly. Device was received with connector properly connected. No damage or moisture damage on keypad assembly noted. Device received with fading serial number label and minor scratches on lcd window.